Manufacturer narrative:
H3: product analysis: evaluation determined that the tool got broken. The suspected root cause is excessive force used during operation leading to a break of the wire in the curved tube. The IFU warns, "do not use excessive force to pry or push bone with the attachment or burs/tools during dissection. This could cause the bur/tool to break and cause injury to the patient or operating room staff." Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
No conclusion can be drawn. Evaluation could not be performed because device is not returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the during surgery of tympanoplasty, the ball part at the tip of the bar was about to break and it did not rotate and the procedure was completed using a spare product. There was no health hazards of the patient condition at the time of reporting. It was also noted that there was no intervention performed. On followup it was reported that there was no patient or staff impact.

Manufacturer narrative:
No conclusion can be drawn. Evaluation could not be performed because device is not returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the during surgery of tympanoplasty, the ball part at the tip of the bar was about to break and it did not rotate and the procedure was completed using a spare product. There was no health hazards of the patient condition at the time of reporting. It was also noted that there was no intervention performed. On followup it was reported that there was no patient or staff impact.